Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the stylet became stuck in the lead. The lead was not implanted, and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.